Manufacturer narrative:
Product event summary: analysis could not confirm that the analyzer crashed during a case. The analyzer passed all incoming functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer shut down in the middle of a case prior to lead testing. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.